Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD) and a remote monitor transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had inappropriately treated for af with rvr and not a vt/vf. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.